Event description:
Limited info received in which facility reported pt completed hemodialysis on the baxter meridian device in 2002 without incident. During treatment, pt received epo and phenergan. The following day, pt was admitted with a temperature and chills. Pt's type of access is a fistula. Dialyzer in use was a baxter CT-190, with reuse number 4. Dialysate used was 1k/3caa, 2k/3caa.